Event description:
Patient presented to the physician with a seroma at the chest incision site. Antibiotics were initiated, and the patient was brought into the or. Physician cultured the area intraoperatively, drained the seroma, and closed the incision. Wound culture results obtained during the procedure returned positive for mrsa infection. Physician brought the patient back into the or three days later, removed the entire inspire system, and irrigated the neck and chest pockets with antibiotic solution. The incisions were then closed, and the patient was placed on IV antibiotics.